Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Subsequent measurements in clinic were noted to be in the 110 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was enrolled in remote home monitoring and the physician will continue monitoring remotely.

Event description:
Additional information was received that no anomalies were noted under fluoroscopy and a lead replacement procedure will be planned for an unknown date in the future.